Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a shower the user experienced intermittent cgm data loss with a dexcom g7, during which the ilet operated in bg run mode and later reconnected, with the interruption lasting under 30 minutes and without impact to blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting guidance regarding signal loss and operation in bg run mode. Investigation of this case revealed transient cgm signal loss consistent with intermittent communication disruption, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of cgm communication likely related to environmental or situational factors, not a device failure.